Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, two biopsies were taken during the procedure, one at the splenic flexure and one at the descending colon. Reportedly, the physician felt the bites were too large and did not cauterize deep enough. The procedure was completed with the same radial jaw 4 hot single-use biopsy forceps using 16 watts on the generator unit. The patient presented a few days later with a delayed bleed at the biopsy sites. The complainant was unable to report if anything was done to address the delayed bleed. The patient's current condition was reported to be fine and stable.